Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had some infusion sets that leaked. Blood glucose level at the time of the incident was 511 mg/dl, which was treated with manual injection and the insulin pump. High blood glucose troubleshooting was declined. The insulin pump was not replaced or returned for analysis.